Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia during dinner after announcing a meal at a low glucose level and subsequently treated with glucose tablets and juice, followed by rebound hyperglycemia with readings in the high 300s; the user had changed the cartridge and tubing earlier and the sensor and fingerstick values were concordant. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education regarding meal announcements and avoidance of overtreatment. Investigation included review of user-reported glucose trends, device use, and education on appropriate meal announcement and treatment of lows. Investigation of this case revealed user-related factors consistent with insulin delivery at a low glucose level followed by overtreatment of hypoglycemia, leading to subsequent hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related behavior and glycemic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.